Manufacturer narrative:
The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. Per email response attached, the battery was found not functional. Based on the information available, the cause of the reported problem was a malfunction of the battery. The reported problem was confirmed.

Manufacturer narrative:
Reporter phone: (B)(6) reporting institution phone: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device battery was not charging. There was no patient involvement.